Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, patient underwent for a surgery. During the surgery, the surgeon unable to turn the insertion device for rod connection. While using the screwdriver, the collet inside the screwhead happened to be turned 90 degrees. The surgery was completed with 30-minutes surgical delay. No further information is available. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for (1) unknown screwdrivers. This report is 3 of 3 for (B)(4).

Event description:
It was also reported that surgeon completed the procedure with a replacing polyaxial screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.